Event description:
Consumer claims to have had ear pierced with the inverness ear piercing system at a retail vendor in 1999. The consumer sought medical treatment for an infection at the ear piercing site 5 days later. The consumer was prescribed oral antibiotics.